Event description:
Same case as MFR#: 2134265-2011-02844. It was reported that during a peripheral treatment procedure, the catheter became stuck on the guide wire. The patient was undergoing an endo leak repair of a stent graft in the aorta-iliac artery. The renegade fiber braided microcatheter became stuck during initial advancement over the fathom guide wire. The devices were removed together as a unit. The procedure was completed after exchanging each device for another of the same. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).